Manufacturer narrative:
E1: initial reporter email is 1(B)(6). The e801 analyzer serial number was (B)(6), no additional information was provided for the investigation. A general product problem was not identified. The cause of the event could not be determined.

Event description:
The initial reporter questioned negative results for 1 patient sample tested for elecsys syphilis (syphilis) on a cobas e 801 analytical unit compared to a treponema pallidum particle agglutination (tppa) test. The initial result from the e801 analyzer was 0.78 coi (negative). The repeat from the e801 analyzer was 0.81 coi (negative). The result from the tppa test was positive. The positive result was believed to be correct. The questionable negative results were not reported outside of the laboratory.